Manufacturer narrative:
Insulin pump received with no act and escape button response due to flattened button dome switch no crease and partial unlocked screen keypad connector noted during visual inspect. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons are hard to press and are not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not being replaced and is not expected to return for analysis.

Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.